Event description:
It was reported that a solution administration set with 3 way stopcock was difficult to connect. The customer stated that the luer lock was broken inside of the stopcock. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection revealed that the collar had stepped backwards along the tubing and that the luer was damaged and deformed. The evaluation confirmed the reported problem, however the cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.